Event description:
The complainant reported that an impella rp pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. During use, placement signal issues occurred. Pump position was verified, and support continued. No known patient harm or injury was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Data logs were reviewed and the alarms were confirmed. No product was returned for analysis. The root cause of the optical signal issue was likely as a result of an interaction with another device, in this case an interaction between the wires and the optical sensor leading to placement signal not reliable alarms as evidenced by data log analysis and clinical information with the available information, there is no indication that there was a product malfunction or deficiency.